Event description:
It was reported that a pump "failed the downstream pressure test while doing preventative maintenance 3 different times." The customer reported that he was receiving 25 psi and higher. The customer reported that he had confirmed that the pump was set to medium and that there was no air in the line during testing. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.